Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump currently showing a fill estimate of 0 units and issue recurring since beginning of month. There was no reported impact to the customer¿s blood glucose level. Customer reviewed pump history and found cartridge alarm, declined further troubleshooting, and technical support arranged pump replacement after confirming issue recurred with different supplies and that customer was following load process correctly. Customer reverted to an alternative method of insulin therapy.